Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user sated that she changes every three (3) or four (4) days. She stated that she uses water only to clean. She also uses the eaking cohesive seal-(B)(4). Crusting technique and use of the ostomy appliance belt-(B)(4), was reviewed with the end user. The end user was advised to follow-up if issue does not resolve. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available a follow-up report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
The end user reported she has an open area to the skin immediately adjacent to stoma at 6 o'clock. She reports the area is superficial and red and weepy and measures three quarters x one half inch.